Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during liver transplantation, when using the device for biliary anastomosis, the needle was not needle-held, vascular clamp without receiving external force. When the instrument was clamped and the suture was broken, the doctor failed the operation, and a new suture was taken again for operation. Then another suture of the same type in the same package broke, and then replace the suture for operation and the operation was completed. There was no patient injury.